Event description:
The healthcare professional reported his device was not working, it was uncomfortable and the patient was feeling pressure. The device was a nuisance. The healthcare professional (hcp) wanted the device explanted. It was further reported the patient no longer used the device and it was to be removed. The indication for therapy was arachnoiditis. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.